Event description:
The complainant reported that an automated impella controller experienced an unspecified purge error. The console was taken out of service because of the noted issue. No patient harm has been reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) purge issues has been completed. Data logs were reviewed which show that console was unable to proceed with the purge system priming of impella rp. Purge priming is then reset and attempted multiple times with the same result. Real time logs show that there is less than 21 flow ticks over more than 30 seconds leading to the issuance of the error message. The console was returned and was visually inspected with no observable anomaly of the internal circuitry. There was no observable purge issue upon the boot up of the console. A known good pump and purge line was run with console at p-9 level with no observable problem. The root cause of the error was no problem found since the console behavior was within specification.